Event description:
It was reported that during a capacitor maintenance test before the MRI, the patient received a shock in the shoulder area. The device failed to be interrogated afterwards. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. High current was observed during bench testing and was traced to the hybrid. The cause of the reported event was due to excess current on the hybrid.